Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent guidewire was confirmed but the exact cause was unknown. The product returned for evaluation was a 70 cm x 0.038¿ guidewire, within guidewire hoop. Gross visual evaluation of the device confirmed the presence of the following kink and bends: a kink 1.5 cm and a bend 19.6 cm, from the beginning of the ¿j¿ tip transition curve. The bend observed was well within the guidewire hoop and the bend made it difficult to advance and retract the wire within the hoop, indicating that it would have likely been caught during manufacture. Microscopic examination of the wires in general, and later specific focus of the bends and kink, showed no indication of use and no evidence which supported a potential root cause to the event. A lot history review (lhr) of revi0188 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was bent. On 8/24/2018 - returned guidewire is kinked.